Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
It was reported that the ventilator had an alarm advising that the alarm light emitting diode (led) had failed. There was no patient involvement.

Manufacturer narrative:
G4:13apr2021. B4:19apr2021. The customer troubleshot with technical support and checked the unit, and advised that there is no longer an issue. No further information was provided despite multiple attempts made. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.